Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va14gjt, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient came to the doctor¿s office for follow up and the doctor observed high impedances on all configurations, possibly indicating a fractured lead. The patient had a fall approximately 3 weeks prior to the office visit. She had hit the device on the corner of her bathtub. Interrogation with the clinician programmer (cp) recorded high impedances. The patient was scheduled for a lead revision. Before starting the surgery an x-ray was taken. On the x-ray they saw the lead had fractured or pulled out of the implantable neurostimulator (ins). After opening the pocket site it was determined that the lead fractured just inside of the ins. The physician doesn¿t think the fall should have caused the fracture. The lead and ins were replaced with no other issues. The fractured lead and ins were returned to the manufacturer for analysis. The issue was resolved at the time of the report.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va14gjt, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Analysis of the lead, lot: va14gjt, found that at the proximal end of the stimulation lead, all conductors were broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.